Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was unable to duplicate the reported complaint but replaced the e-100 generator. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis (fa). The e-100 generator was analyzed, and the reported failure could not be replicated. This unit was installed into the test system and manually power cycled 10 times. The e-100 powered on with no issue each time. The vessel sealer instrument was installed onto the unit with saline-dipped gauze in the jaws. E-100 was fired with yellow pedal/sync activation and cut/seal about 100 times. The complaint was not confirmed based on failure analysis.

Event description:
It was reported that during a da vinci-assisted right hemicolectomy surgical procedure, the vessel sealer extent (vse) instrument connected to the e-100 kept faulting out. The e-100 led light would turn yellow, and the vse instrument would not fire. The customer moved the vse instrument connection to the erbe generator, and the issue was resolved. The intuitive surgical, inc. (Isi) technical support engineer (tse) viewed the onsite logs, and there were no e-100 messages in the system logs. The procedure was completing robotically with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the nurse informed that the vessel sealer instrument was plugged into the erbe generator, and case was proceeded. The case was completed robotically. There was no injury to the patient.